Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller with a evac 70 xtra icw wand, the wand stopped functioning after several minutes of ablation. Another identical wand was opened, however this yield the same results. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.